Event description:
On 2/27/97 an ipp reservoir was implanted during a first stage surgery. On 6/11/96 the cylinders and pump were implanted in a second stage surgery. On 1/7/97 the left cylinder was removed from the pt due to infection-scrotal junction.